Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level displayed "high". Customer administered a manual injection to address high bg. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.